Manufacturer narrative:
A customer in (B)(6) notified biomérieux of obtaining discrepant / inconsistent results when testing patients samples on vidas sars cov-2 igg batch 1008197250. For (B)(6), vidas sars cov-2 igg gave a negative result while roche elecsys anti sars cov-2 gave a positive one, no information regarding results for igm antibodies and clinical context. For (B)(6), vidas sars cov-2 igg gave a negative result, we received information regarding a past covid19 infection (positive pct on (B)(6) 2020) and vaccination using covishield vaccine (no date). But no result regarding another method for antibodies detection, investigations: control chart analysis was conducted for five internal samples (2 samples with a negative target and 3 with a positive one) and seven batches of vidas sars cov-2 igg including the customer's lot (1008197250). All sample results complied with the specifications and vidas sars cov-2 igg lot 1008197250 mentioned by the customer is consistent with the other lots. Testing: three internal samples with a positive target and 1 sample with a negative one were tested on 2 lots of vidas sars cov-2 igg (retain kits lot# 1008197250 and lot# 1008397990 for reference). The results of both lots complied with the expected specifications and were consistent with each other. There was no significant difference of activity for vidas sars cov-2 igg lot 1008197250 compared to those observed before the batch release, indicating there was no degradation drift, over time. The package insert of vidas sars cov-2 igg (ref. 423834) contains the following information in the section limitations of the method: ¿the individual immune response following sars-cov-2 infection varies considerably and might give different results with assays from different manufacturers. Results of assays from different manufacturers should not be used interchangeably.¿ conclusion: the complaint laboratory did not reproduce any negative result when testing positive internal samples on vidas sars cov-2 igg lot 1008197250. Without customer¿s material available, no further the investigation can be pursued. Therefore, the root cause has not been identified. Past investigations conducted on patients samples sent back by customers, have showed particular serological profiles with a specific antibodies distribution (either iga and/or igm and/or igg), against nucleocapsid antigen, spike protein or rbd (showing different immune reactivity). Furthermore, methods for antibodies detection against sars cov-2 virus available on the market have different design in term of: antibodies detection (e.g global detection iga, igm and igg for roche elecsys, anti sars cov-2 method versus separate tests for vidas sars cov igm and vidas sars cov-2 igg). Protein targeted either nucleocapsid protein (e.g roche elecsys anti sars cov-2 method) or spike protein (e.g roche elecsys anti sars cov-2- s) or rbd (e.g vidas sars cov-2 igg). The profile of antibodies present in the concerned samples and its differential recognition by the serological method used based on their own design could explain the results observed by this customer. It is mentioned in the package insert of vidas sars cov-2 igg ref.423834 at the section limitations of the method. Results obtained using samples from sars-cov-2 infected patients must be interpreted with caution. The individual immune response following sars-cov-2 infection varies considerably and might give different results with assays from different manufacturers. Results of assays from different manufacturers should not be used interchangeably. According to the data mentioned above, there is no reconsideration of vidas sars cov-2 igg ref.423834 lot 1008197250.

Event description:
Product description: vidas® sars-cov-2 igg (9cog) is an automated qualitative assay for use on the vidas® family of instruments, for the detection of immunoglobulin g (igg) specific for sars-cov-2 in human serum or plasma (lithium heparin) using the elfa (enzyme linked fluorescent assay) technique. This assay is intended for use as an aid to determine if individuals may have been exposed and infected by this virus and if they have mounted a specific anti-sars-cov-2 igg immune response. Interpretation of results according to test value (I) is as follows: index interpretation I < 1.00 : negative, I = 1.00 : positive. Issue description: on (B)(6) 2021, a customer from (B)(6) reported to biomérieux that he obtained potential false negative results when testing patient samples with vidas sars-cov-2 igg (9cog) 60t (ref. 423834, batch number: 1008197250, expiry date: 08-jul-2021). The customer obtained the following results: patient 1 (vaccinated with covishield vaccine: 1st dose on (B)(6) and 2nd dose on (B)(6), not covid infected) vidas sars-cov2 igg: tv = 0.27 (negative interpretation) patient 2 (vaccinated with covishield vaccine: 1st dose on (B)(6) and 2nd dose on (B)(6), covid infected) vidas sars-cov2 igg: tv = 0.50 (negative interpretation) there is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomerieux internal investigation will be initiated. Note: reference 423834 is not sold or distributed in the united states. However, u.s-only product reference, 423834-01, has the same formulation and physical properties as reference 423834.